Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo confirmation test". The patient's medical history included lower abdominal pain, bacterial vaginosis, bipolar disorder, (B)(6) infection, tubal pregnancy, cervical dysplasia, intramural leiomyoma of uterus, endometriosis, tobacco user, vaginal delivery ((B)(6) 2007) and dental abscess. Previously administered products included for prevent pregnancy: depo provera from 2001 to 2003; for pregnancy prevention: oral contraceptive and xulane. Concurrent conditions included diarrhea, ovarian cyst, menses irregular, oligomenorrhea, fibrocystic breast, breast pain, breast cancer, adenomyosis and jaw pain. The patient also had a family history of breast cancer (grandmother). Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen and paracetamol (tylenol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and back pain had resolved and the depression and allergy to metals was resolving. The reporter considered allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: the plaintiff claims that essure worsened a previously existing injury/condition. Six coils are seen to be protruding from the tubal ostia into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - in (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, vaginal discharge, depression, dysmenorrhea, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: plaintiff fact sheet and medical records received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- depression, migraine, headache, dysmenorrhoea, dyspareunia, allergy to metals, pelvic pain, vaginal discharge, back pain, device monitoring procedure not performed. Outcome of events ¿migraine, headache, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, back pain¿ updated to ¿recovered / resolved¿. Outcome of events ¿depression, allergy to metals¿ updated to ¿recovering / resolving¿. Severity of events ¿pelvic pain, back pain¿ updated. Event onset dates updated. Historical and concomitant products added. Medical history and concurrent medical conditions added. Insertion and removal dates updated. Reporter information, patient details updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.